Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker reached elective replacement indicator (eri) three months earlier. The physician was concerned over premature battery depletion and analysis of the information stored within the pacemaker was requested. Engineering analysis found that the power consumption appears to be steadily increasing over the past year and would be expected to continue to increase. Boston scientific technical services (ts) recommended replacement of the pacemaker for possible premature battery depletion. Subsequently the pacemaker was explanted and replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that the pacemaker reached elective replacement indicator (eri) three months earlier. The physician was concerned over premature battery depletion and analysis of the information stored within the pacemaker was requested. Engineering analysis found that the power consumption appears to be steadily increasing over the past year and would be expected to continue to increase. Boston scientific technical services (ts) recommended replacement of the pacemaker for possible premature battery depletion. Subsequently the pacemaker was explanted and replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.